Event description:
It was reported by the customer that a pyxis medstation system encountered a black screen and was unable to restart. The customer reported that the station was offline. Consequently, medications had to be obtained from alternative stations or directly from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the problem arose from a faulty drawer controller and diode. The field service engineer replaced the drawer controller to address the problem. The system functioned as intended after the field service engineer troubleshooted the device.